Event description:
The patient can only detect loud sounds. Speech sounds are not reliable.

Manufacturer narrative:
Based on the received information, the observed symptoms are very likely due to an electrode migration out of cochlea. The patient has a mondini malformation and a full insertion could not be achieved at implantation (two electrode channels were out of cochlea). Now six channels are reportedly out of cochlea. A repositioning surgery is to be discussed with the surgeon, but a date for revision surgery has not been received.